Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump was returned with the insulin on board (iob) feature set to ¿enable¿ with duration of 4.0hours. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on to the verify screen with no issues. An ezprime sequence was successfully completed. A 10unit audio bolus and a 10unit normal bolus were successfully performed and accurately recorded in the bolus history. The iob status screen correctly reflected 20units. An ezcarb bolus was then programmed and the bolus totals screen correctly reflected the additional bolus. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that iob is not showing up on bolus total screen, and the patient has a blood glucose of 58 mg/dl with cognitive impairment. During troubleshooting, customer support found the iob feature was not turned on. This complaint is being reported as the bg excursion was attributed to use error and the patient experienced hypoglycemia.